Manufacturer narrative:
(B)(4).

Event description:
Exposure to product [accidental device ingestion]. Case description: this case was reported by a pharmacist via other and described the occurrence of accidental exposure to product related to device use in a patient who received denture cleanser (polident denture cleanser fresh active express 3-minute) tablet for product used for unknown indication. On an unknown date, the patient started polident denture cleanser fresh active express 3-minute at an unknown dose and frequency. On an unknown date, an unknown time after starting polident denture cleanser fresh active express 3-minute, the patient experienced accidental exposure to product related to device use. On an unknown date, the outcome of the accidental exposure to product related to device use was unknown. It was unknown if the reporter considered the accidental exposure to product related to device use to be related to polident denture cleanser fresh active express 3-minute. Additional details: case was reported by a poison control centre. The case was of exposure to polident denture cleanser fresh active express 3-minute. Follow up information was received on 06 may 2019 from pharmacist: (B)(6)-year-old male patient received denture cleanser (polident denture cleanser fresh active express 3-minute) tablet. Concurrent medical conditions included dementia. On (B)(6) 2019, the patient started polident denture cleanser fresh active express 3-minute (oral) at an unknown dose. On (B)(6) 2019, less than a day after starting polident denture cleanser fresh active express 3-minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser fresh active express 3-minute. The patient demographic details were updated.